Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out due to eri, externalized conductors were observed. The lead was capped and replaced successfully. Patient was doing well.